Event description:
Doctor implanted the mesh approx 2 months ago. Approx 1 month later, the pt presented with 1cm x 2cm exposure in the anterior vaginal compartment. Estrogen cream was prescribed, but without results. In 2006, doctor removed the 1cm x 2cm section of mesh. Doctor also noted to sales rep that this was possibly a pt compliance issue, because 3 days post operative, the pt ran a marathon.

Manufacturer narrative:
Conclusion: exposure of mesh can occur for a variety of reasons, such as inadequate mucosal closure, atrophic vaginal skin or post operative trauma. These sometimes close with time and estrogen therapy. Also there is an issue of pt non-compliance by participating in a marathon 3 days post surgery could also be a factor. Add'l lot# c000093, expiration date: 02/28/2007.